Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. Additional findings include the following: the outer tube was bent and dented on the distal end, received without inner, outer adapters and without protector tube. Also, there were minor scratches on distal end of objective window and on the eyepiece funnel. Additional information request is still pending and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the telescope "oes elite", 4 mm, 30°, hd, autoclavable had a broken or defective or damaged components; it was chipped/cracked. The issue was found during reprocessing. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: it is surmised that the cause of the reported issues is most likely attributable to excessive use. Olympus will continue to monitor field performance for this device.